Manufacturer narrative:
One 5.5mm full radius bonecutter blade was returned for evaluation. Visual assessment identified heavy degradation on the inner blade coupled with corresponding debridement of the outer blade confirming the reported shedding. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. The inner blades edgeform is also rolled over and heavily burred. The condition of the device indicates an excessive lateral load was applied to the blade during use causing a mis-alignment of the inner and outer blade resulting in the reported shedding. Per the devices IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. Further investigation is not warranted at this time.

Event description:
It was reported that the blade started shedding during the procedure. It was indicated that most of the particles were removed. There were no patient injuries reported.